Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the suction canister to be cracked causing poor suction. The suction canister was recommended for replacement. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.